Manufacturer narrative:
(B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Infection/erosion issue does not require analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.